Event description:
It was reported that device overheated. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, intended for use in treatment, was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was a relationship found between the returned device and the reported incident. Ccu failed functional testing with an overheating error message after 2 hours burn-in. Cause of overheating is a defective electronic component on the video processor pcb. Product passed functional testing with a known good video processor pcb installed. The complaint investigation has concluded that the cause of overheating is a defective electronic component on the video processor pcb. A complaint history review found no related failures and a review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.